Event description:
It was reported that the patient came into the hospital by ambulance because of syncope. The cardiologist observed that the patient's thresholds were over 5.0mv@1.5ms. The cardiologist successfully implanted a quartet lead in the lv. The patient feels good after the procedure.